Event description:
It was reported that during a supply change for the infusion set and cartridge, the user did not lock the adapter into the pump before attempting to prime, held the prime to 80 units while checking for drops, then observed air bubbles in the cartridge and proceeded to change the supplies, consistent with a use-of-device problem involving the infusion set connection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and associated the event with user handling rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.